Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the atrial lead was noted to be damaged and there was post-paced and post-sensed t-wave oversensing. No intervention was performed and the lead remained implanted. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the atrial lead was noted to be damaged. Further information has been requested but not yet received.